Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient administering 5000 units of heparin before and after the transseptal puncture. The wds was inserted into the was, and the closure device was deployed in the patient in a suboptimal position while waiting to measure the activated clotting time (act). After the closure device was deployed, a thrombus was noted to be on the threaded insert of the closure device. The physician gave 3000 units more of heparin, and the act came back at 219 seconds. An additional 2000 units of heparin were given to the patient. The physician then began to aspirate forcefully from the wds. No thrombus was recovered. The physician then pulled the was back from the closure device and noticed that the thrombus was actually on the was. The physician then recaptured and redeployed the closure device in an optimal position. The closure device was successfully implanted in the laa of the patient. After the procedure, the anesthesiologist woke the patient up and deemed that the patient was not showing any neurological deficiencies immediately. There were no other patient complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.